Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in germany. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 similar complaints reported with these items. Trend identified as both complaint is from same hospital but different lot. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states irregularities in the area of the cone surface. The rmr has a maximum severity of 4 which is described in the severity table as: s-4 results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The outcome of the reported event therefore is in line with the rmf. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 calendar years prior to event date, being feb 2020. Sales (feb 2017 to feb 2020) = (B)(4) units. Complaints search was conducted for events occurring between feb 2017 to feb 2020 for item 650-0888. 2 complaints were identified for this item number including (B)(4). Therefore, the calculated occurrence rate is (B)(4) or (B)(4). This is considered an acceptable occurrence rate as per the rmf which estimates an acceptable occurrence rate of 2 ((B)(4) is considered an occurrence score of 2 (rare): (B)(4)). If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned.

Event description:
It was reported that when inspecting the inner cone of the metal head before placing the head on the shaft cone, irregularities in the area of the cone surface were noticed that would otherwise not occur in this form.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when inspecting the inner cone of the metal head before placing the head on the shaft cone, irregularities in the area of the cone surface were noticed that would otherwise not occur in this form.

Manufacturer narrative:
(B)(4). This follow-up-final report is being submitted to relay additional information as the product has been returned for evaluation. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. Visual examination confirms the implant is visually conforming to both the in-process inspection specification and the final inspection specification. The visual inadequacies identified in the reported event are likely to be chatter marks which are only visible under lighting of a luminous intensity above that of the in-process and final inspection requirements. The returned implant was viewed according to procedure, using normal/corrected vision under good lighting conditions, (light meter placed on the inspection bench reading of between 1000 & 1500 lux at arm¿s length (typically between 12¿18 inches), and the chatter marks are not identifiable. Therefore, the implant is conforming to specification. The reported event has not been confirmed. The product was found to be conforming to specification. A review of the complaints database shows that we have received 1 reported events for cosmetic issues for the same item number 650-0888 prior to the reported event. The severity of the reported event and calculated occurrence for similar complaints are in line with the risk file the overall score is low risk.

Event description:
It was reported that when inspecting the inner cone of the metal head before placing the head on the shaft cone, irregularities in the area of the cone surface were noticed that would otherwise not occur in this form.